Event description:
During an ankle fusion procedure, surgeon tried to remove an existing screw from pt with easy-out (reason unk). Claims tip of easy-out broke off in cannula of existing screw and was left in pt.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the inspection records and to determine the age of the instrument was not provided. A two year search of the complaint database found no prior reports for the tip breaking for this product number. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated.